Event description:
The facility purchasing agent reported the vitrectomy probe would not cut. The purchasing agent was unsure if the event occurred during testing or during surgery. The purchasing agent stated she will return the sample for in-house eval. No pt injury was reported.

Manufacturer narrative:
The sample will return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).